Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was more sensitive to touch than expected and navigated to the bolus screen while the pump was locked. The customer's blood glucose was 69mg/dl. Reportedly the customer continued to use the pump for insulin therapy.